Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation it was found that the distal end has residual liquid, and the suction cylinder has no color, the switch box has a dent, due to fray of knob wire/forceps elevator wire, forceps skip or sway on the upper half of the endoscopic image, the distal end is shaved, and the water tightness of forceps elevator is lost. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material was possibly not removed as the reprocessing was not conducted properly due to leakage from forceps elevator. The investigation could not identify the foreign material. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event.¿ olympus will continue to monitor the field performance of this device.

Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus the distal end has residual liquid during maintenance. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.